Event description:
It was reported that patient faced infusion set tape not sticking event on 11-may-2026 and patient experienced high blood glucose level and treated with pump.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545.